Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent. The actuator is protruding out of the distal end of the delivery needle. The suture has been cut in two places. T1 is missing from the construct. T2 remains on the needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function. One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent. The actuator is protruding out of the distal end of the delivery needle. The suture has been cut in two places. T1 is missing from the construct. T2 remains on the needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported that the t2 implant was not deployed. No patient injuries were reported. A minimal delay was reported and a backup was available.